Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of low on cgm. Low bg cause was not known. Low bg was by consuming carbohydrates, which customer required assistance. Recommendation was made to consult with a healthcare provider to discuss diabetes management.